Manufacturer narrative:
Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cutting the lead and cleaning, the helix could be extended and retracted. The full helix extension length was within specifications. No anomalies found on the outer insulation except for procedural damage. The reported events of no capture and low lead impedance were confirmed. Electrical tests found electrical shorting and inner coil discontinuities. The cause of the no capture and low lead impedance was due to overtorqued inner coil leading to electrical shorting and inner coil discontinuities consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an unrelated procedure, there was insulation damage noted on the right atrial (ra) lead and the helix was noted to have retracted spontaneously. There was also a loss of capture noted and low pacing lead impedance (pli). The lead was explanted and replaced, and the patient was stable with no consequences.